Event description:
It was reported that the mainframe had "x-rays disabled error message." The system would boot up but immediately display the errors and the customer could not bypass the errors. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive, interconnect cable, and lemo receptacle. The system operates as intended.